Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: although distributed by medtech orthopaedics joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopaedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The following investigation was provided by the supplier legal manufacturer: the technical investigation cannot be carried out because the devices have not been returned. The documentary review cannot be carried out because the batches numbers have not been communicated. In the absence of information, the cause of the problem cannot be confirmed. As part of medtech orthopaedics quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot: without the lot number identification, no review of the device history record can be achieved.

Event description:
It was reported that the patient was revised for infection. Unknown surgical delay. Doi: unknown. Dor: (B)(6) 2025. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.